Event description:
It was reported that the patient presented for remote follow up via (B)(6) with backup operation exhibited by the implantable cardioverter defibrillator. The patient presented in clinic the following day and programming changes were made. The patient was in stable condition.